Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast implantation procedure with two unspecified mentor saline breast prostheses, experienced "autoimmune disorder, hashimoto¿s thyroiditis, rheumatoid arthritis, problems two kinds, weight gain larger weight gain. Had to have remove my gallbladder. Symptoms: horrific migraines, fatigue, constipation always, pain and hardening of one saline implant. Severe neurological problems, extreme unnatural fatigue, hair loss beyond words, developed lipomas, heart palpitations, arms, neck, under arm pit pain early menopause symptoms, anxiety, loss of dreams. I couldn¿t eat anything without instantly bloating, skin is aging rapidly, also my teeth went to trash. I am weak daily, I don¿t sleep, I forget everything lately, I hurt so badly my neck is killing me daily. Leaky gut, ibs and sibo symptoms of or diagnosis of fibromyalgia, leaky gut I don¿t know if I have touched have of it. Lupus, tingling feet, my hands don¿t always work." At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 2/13/2019, mentor became aware that the correct date of implantation was (B)(6) 2002. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).